Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under-infused. This was observed during patient infusion. The expected therapy time was 48 hours; however, 40 hours later, less than 20cc of approximately 200ml solution had been dispensed. The device was filled with fluorouracil and saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.